Event description:
The customer reported that the disposable menstrual disc moved too high up into the cervix to remove. Customer tried removal at home in different positions before going to the urgent care. The urgent care used a speculum and forceps but could not remove. Customer was then sent to the emergency room. The emergency room staff also used tools but could not remove. The customer was sent to a second emergency room where an ob-gyn was able to pull it out. The cup was in place for 27 hours and the customer experienced pain. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.